Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14991. It was reported the patient's system is autoreducing due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which their leads were explanted and replaced.